Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent bilateral total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2015 due to an unknown reason. The femoral component, tibial bearing and locking bar were removed and replaced.